Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " broken tip at end of fiber" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced "firing from tip - broken tip at end of fiber". The procedure was completed with the use of a second fiber. Patient outcome: "no injury" reported.